Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged and caused the balloon to not hold air during the case. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the valve had backed out of the luer fitting. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the balloon deflated. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).